Event description:
In 2002 kmi was notified of an explant of a wrist fusion system to address pt pain. During the surgery progressive arthritis was discoverd which had a direct effect on the outcome. (Orginal implant date was 2001).